Manufacturer narrative:
Corrected information for supplemental medwatch 002: section h6, investigation findings, of supplemental medwatch report 001 indicated code 120 (electrical problem identified). Section h6, investigation findings, of supplemental medwatch report 001 should have also indicated code 4248 (usage problem identified). Section h10, additional manufacturer narrative, of supplemental medwatch report 001 stated: h6: ventec evaluated the device and was able to confirm and duplicate the reported issue. Internal inspection of the device revealed suction and nebulizer contamination within the device and on the control board. Based on the evidence available, it is reasonable to conclude that reported event was caused by the suction and nebulizer contamination on the control board. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 should have stated: h6: ventec evaluated the device and was able to confirm and duplicate the reported issue. Internal inspection of the device revealed suction and nebulizer contamination within the device and on the control board. Ventec then replaced the control board, as well as multiple internal components that had also been contaminated. Proper device operation was then confirmed through functional and performance testing. Based on the information available, it's reasonable to conclude that the cause of the reported issue was user error, due to incorrect usage of the nebulizer and suction functions resulting in significant internal contamination of the device, including the control board.

Manufacturer narrative:
Ventec has not performed an evaluation on the device yet, a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.

Manufacturer narrative:
H6: ventec evaluated the device and was able to confirm and duplicate the reported issue. Internal inspection of the device revealed suction and nebulizer contamination within the device and on the control board. Based on the evidence available, it is reasonable to conclude that reported event was caused by the suction and nebulizer contamination on the control board.